Manufacturer narrative:
The customer did not provide any pt info. The hosp biomed did not allege a prod malfunction. Philips pres have e-mailed the technical alarm section of the telemetry instructions for use which explains the technical alarm behavior and the info ctr instructions for use. The telemetry transmitter is designed to alert the user to the battery power level status. There is a gradual reduction in the number of green indicator lights on the battery gauge as the batteries become drained. This can take up to 30 hrs when fresh batteries are used. The central station will also provide an audible alarm when there is no battery life remaining and the transmitter goes to no signal. When battery power is running low, the inop message "battery weak" appears in the pt sector at the central station to indicate there is at least 15 mins of battery life remaining. When there is no battery life remaining, the inop message "replace battery" is displayed. The replace battery inop message will also give an audible alarm to indicate that the battery needs to be replaced. The device functioned as designed providing messages about the battery statues. The device remains in use at the customer site.

Event description:
The customer reported that a pt death occurred where they did not notice to replace the battery on the transmitter. The customer wanted to know what behavior to expect with each type of an alarm. The customer was provided with the technical alarm section of the IFU, which explains the technical alarm behavior. This info was e-mailed. The customer did not have any add'l info to provide at this time.